Event description:
The following description of the event was documented by a carefusion tech support specialist in response to info provided by the foreign user facility. "Xdcr fault, low pip and low ve. No, unit was not on a pt."

Manufacturer narrative:
(B)(4). The foreign user facility determined that the cause of this event was a faulty main board. The foreign user facility was shipped a replacement main board to repair the device and return it back into service. Carefusion issued a return good authorization (rga) number to the foreign user facility for the return of the alleged faulty main board for evaluation. As of february 17, 2015, the alleged faulty main board has not been received. Should the alleged faulty main board be received and evaluated, a follow-up medwatch report will be submitted.